Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable thyroid results for 1 patient tested on a cobas 8000 e 801 module compared to the results from a centaur. From the data provided, a reportable malfunction was provided for elecsys ft3 iii, elecsys ft4 ii assay, and elecsys ft4 iii assay. This medwatch will cover ft4 iii. For information on ft3 iii refer to the medwatch with patient identifier (B)(6). For information on ft4 ii refer to the medwatch with patient identifier (B)(6). The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The serial number for the cobas e801 used at the investigation site was (B)(4). The ft4 ii reagent lot used on this instrument was 303203 with an expiration date of 30-apr-2019. The ft4 iii reagent lot used on this instrument was 380330 with an expiration date of 31-dec-2019. The ft3 iii reagent lot used on this instrument was 348359 with an expiration date of 27-feb-2019. The calibration and qc data from the investigation site was acceptable. The patient sample was requested for further investigation but the sample volume was not adequate for further testing. The investigation determined that for ft4 the differences in the values, obtained with the analyzers from roche diagnostics and siemens, most likely relate to the different setups of the assay, the different antibodies used and the different standardization materials/procedures used. The investigation determined that for ft3 an interfering factor may be available in the sample that either affects the ft3 value generated with the siemens centaur assay or the ft3 value generated with the assay from roche diagnostics but could not be confirmed since the patient sample was not available for further testing. The investigation did not identify a product problem. The cause of the event could not be determined.